Event description:
The issue occurred in a (B)(6), a bath system for assisted bathing, and as reported from the customer the resident slid from seat to foot well (originally described as a fall). At this time, there are no known injuries. Per the arjohuntleigh us service technician's event description: "care giver had drained the tube after giving the resident a bath and as she was drying the residents legs he slid off the seat and down into the foot well of the tube with his knees bent in a fetal like position. The care giver than got another stna to help pull him back up onto the seat." An arjohuntleigh technician has visited site and inspected the device and found that the device and it s functions are according to specifications.

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer (B)(4) on behalf of the importer (B)(6). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided upon completion of the manufacturer's investigation.